Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow button was stiff and required multiple presses to respond. The reporter confirmed that the down and ok buttons were functioning normally. The reporter confirmed that there were no cracks or tears to the keypad and no known trauma to the pump. The reporter stated that the patient wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the up arrow response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. All of the buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. Investigators were unable to duplicate the alleged complaint. Unrelated to the complaint, evaluation revealed corrosion inside battery compartment and a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.